Manufacturer narrative:
The neuron 6f 070 delivery catheter (neuron 070) was ovalized and twisted approximately 103.0 cm from the hub and ovalized approximately 109.0 cm from the hub. During functional analysis, a 0.035¿ mandrel was inserted into the neuron 070, but could not be advanced pass the distal ovalization. Evaluation of the returned device revealed an ovalization near the distal tip. This damage may have occurred due to forceful gripping or pinching of the neuron 070 during removal from the packaging. The observed ovalization likely prevented the guidewire from advancing. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the distal end of the neuron 6f 070 delivery catheter (neuron 070) was collapsed upon removal from the packaging. Furthermore, a guidewire could not be advanced through the lumen of the neuron 070. The damaged neuron 070 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new neuron 070.